Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received for lot 4l05118 and malfunction code "uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging". The machine logbook for the lot 4l05118 was checked, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports "after he burst water packet to prep catheter, he opened package to remove catheter but found the catheter was stuck inside. He stated the blue sleeve got caught in the heat seal along the bottom edge of the packaging. He was able to cut open the packaging and remove it and use it. No harm with use."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.